Manufacturer narrative:
Additional event information requested was denied per physician, dr. (B)(6). No additional information will be provided.

Event description:
It was reported that lead dislodgement and no capture issue was observed on the ra lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.